Event description:
It was reported that during a gastrectomy procedure, the clip would not be fed into the jaw properly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Ejected clips. Eval summary: the analysis results found that the er220 instrument was returned in good visual condition. The instrument was cycled, fed, and formed 2 clips conforming, however after the second firing, the remaining clips were ejected. The instrument lock out was functional. While no conclusion could be reached as to what have caused the firing issues, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the mfg process.